Manufacturer narrative:
The investigation into the delivery issues- anatomy has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, the root cause of the delivery issue was patient¿s condition related due to stenosis in the vessels at the bend of the subclavian artery.

Event description:
The user facility reported a 54-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During the process of advancing the impella through the subclavian artery, significant resistance was at the bend of the subclavian. Multiple attempts to advance past the bend were unsuccessful and the 5.5 implant was aborted due to fear of damaging the artery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.